Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that during a clinic visit on (B)(6) 2021, the patient's driveline was noted to have a break in silicone jacket with exposed wires. Rescue tape was applied for support. The patient had prior cosmetic external driveline damage in (B)(6) 2021. Driveline at that time was secured with rescue tape. Log file analysis captured numerous pulsatility index (pi) events on (B)(6) 2021. No other unusual events were seen in the log file, and the equipment operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the pump cable was confirmed via images provided by the account. The patient was seen in the clinic due to a new break in the polyurethane jacket of the pump cable, which exposed the underlying wires. The area of concern was too close to the exit site for a driveline repair to be performed, so rescue taping was applied. A review of the submitted log files revealed the pump operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further events have been reported at this time. No further information regarding the event has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) is currently available. Section 5 cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 provides additional instructions regarding driveline care and outlines information that covers all visual/audio alarms and what action(s) should be performed when they occur. Section 8 states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap.". The heartmate 3 left ventricular assist system patient handbook (rev. C) is currently available. Section 4 contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to keep the driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. Section 5 cautions the user not to twist, kink, or sharply bend the driveline. This section also and outlines information that covers all visual/audio alarms and what action(s) should be performed when they occur. The patient handbooks cautions the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.